Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.¿ no conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hyperglycemia while on insulin pump therapy evidenced by blood glucose (bg) measuring 427mg/dl and had vomiting with moderate ketones. The patient reportedly received phone advice from the clinic on how to treat and took insulin via an injection. After the injection, reporter alleged a bg of 35 mg/dl with no reported symptoms. The reporter alleged the pump had a blank screen with continual start up sounds. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with an alleged pump malfunction of intermittent power.